Event description:
It was reported that the temporary pacing lead was not able to pace properly. New cables were dropped, but no change in pacing capability. A new temporary pacing lead was placed, and this lead was able to pace properly with no further issues. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).